Event description:
Related manufacturer reference number: 2017865-2023-47731. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with erosion and infection. Their system was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with erosion. No changes were reported. The patient was stable.